Manufacturer narrative:
Based on the instrument log review, the root cause for the higher than expected thb results for the patient samples in question is unknown as there is no indication of a co-oximetry issue, measurement cartridge issue, instrument malfunction, or any possible contamination. The rp 500 sn(B)(6) is performing as intended. It is possible that higher than expected thb results generated on the rp500 may be due to the difference in methodologies and matrices used to perform sample analysis when compared to the stago and sysmex instruments. Historically, it is known that blood gas systems like the rp500 will yield higher results for thb when compared to hematology systems.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. For sid # 162388, the customer stated that the 8.8 g/dl thb result was considered correct because the expected result was below normal. The data files have been received but the investigator requires more information to complete the investigation which is pending. The cause of this event is unknown.

Event description:
The customer reported discrepant high total hemoglobin results on the rp 500 when compared to a non-siemens hematology system and a non-siemens blood gas instrument. There was no report of injury due to this event.